Manufacturer narrative:
The reported event of premature depletion was confirmed. As received, the device voltage was approaching end-of-service level. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at end-of-service level. Hybrid circuitry was tested, results indicated normal current levels. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The physician elected to explant and replace the pacemaker. The patient condition was stable.